Event description:
During a cataract extraction procedure, the surgeon reported experiencing a corneal burn in the pt's operative eye due to occlusion at the tip of handpiece. It is unk if medical or surgical intervention was required. The surgeon has determined the event as a service injury.

Manufacturer narrative:
The clinic did not request the phacoemulsification machine to be examined and tested. The cause of incident experienced by the customer was not able to be determined. The system is continuing to be used without further reported incidents.